Event description:
This MDR is related to MDR 3013840437-2021-00038 referring to the same patient. Follow-up information was received on 13-apr-2021: the author confirmed that the adverse event occurred at the appointment of a physician-cosmetologist. The authors first examined the patient four months after that. At the time of this report, the patient recovered, and she felt good. The outcome of the events acute isolated trigeminal neuropathy and vascular occlusion was reported as resolved, and therefore changed from resolving. The outcome of the event general weakness/malaise/dizziness/lost consciousness was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, acute isolated trigeminal neuropathy (trigeminal nerve disorder), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure or permanent damage could not be excluded. The device history record could not be reviewed as the lot number was not reported. Literature citation: mingazova l, karpova e, murakov s, et al. Acute isolated trigeminal neuropathy following calcium hydroxylapatite-based soft tissue filler injection: a case report. J cosmet dermatol. 2021;00:1-7. Https://doi.org/10.1111/jocd.13959.

Event description:
This MDR is related to MDR 3013840437-2021-00038 referring to the same patient. This literature report from (B)(6) concerns a (B)(6)-year-old female patient (body mass index of 19.8 kg/m2). She was injected with a total of 1 ml of radiesse®, into the lateral zygomatic regions, for esthetic purposes, in july 2019. The patient received five boluses of 0.2 ml of undiluted radiesse® bilaterally in her lateral zygomatic regions. A 27 g 12 mm sharp-tip needle was inserted perpendicular to the skin surface and advanced until bone contact was established. No pre-injection aspiration procedure and no objective measurement of plunger pressure were performed. The product was administered keeping constant bone contact. After the injection of 0.2 ml of radiesse®, the adjacent location was injected with the same volume and technique in a total of five locations along the left and right zygomatic arch. No pain was recalled by the patient during the injection procedure at any of the injected sites. The patient reported she received esthetic treatments with xeomin®, of her upper face, and restylane®, of her chin, prior to (B)(6) 2019. No adverse events or complications were documented during or after those treatments. The patient had no history of diseases affecting the arterial or venous vasculature, no known vessel anomaly or skeletal or soft tissue disorder of the head and neck region, no known coagulation disorder or tested antibodies affecting her immune or coagulation status, and no known allergies. Immediately after the radiesse® injection, the patient experienced generalized weakness, malaise, dizziness, tinnitus, nausea and vomiting. When trying to leave the office the patient lost consciousness and was cared for by the treating physician. As reported she had an unstable ambulation. Upon examination there was no skin discoloration of the treated or adjacent facial areas. Extra-ocular movements were intact and visual fields were normal. The patient reported loss of touch sensation of the left side of her face including her scalp, upper auricle, and total face above the jawline. Additionally, she had no sensation on her left nasal mucosa (tested at the nasal vestibule), left oral mucosa and the left-lateral aspect of her tongue. The patient also perceived left ear congestion without hearing loss. An intramuscular injection of 4 mg dexamethasone was administered and the patient was discharged with the presumptive diagnosis of an allergic reaction to the injected product. During the following two weeks, the patients constitutional symptoms improved minimally, but her left-sided sensory loss persisted. Additional investigations were performed including magnet resonance imaging of the head and neck region, ultrasound-based doppler examination of the intra-and extra-cranial vessels and cranial computed tomography. Radiologic image analysis revealed no significant pathology of the cranial vasculature, and slight edema of the soft tissues within the left pterygopalatine fossa. It was also described as unilateral swelling of the face. Based on the clinical symptomology trigeminal neuropathy of unknown origin was diagnosed and intramuscular vitamin b complex and intravenous vinpocetine were administered daily for five days. General weakness, dizziness, tinnitus, nausea, lost consciousness and unstable ambulation resolved. In (B)(6) 2019, detailed neurologic examination was conducted in a specialized center and revealed a decrease but not absence of all qualities of surface sensitivity (pain, temperature, touch) on the left-lateral facial skin, the scalp, the upper half of the auricle, the oral mucosa along the upper and lower jaws, the lateral surface of the tongue, and the nasal mucosa on the left nasal cavity. The left corneal reflex was absent. A food bolus was not perceived when being located the left side of her oral cavity with additional difficulties in swallowing. Assessment of masseter muscle strength on a scale from 0 to 5 (worst to best) was 4-/5 accompanied by a moderate masseteric atrophy on the left side and a slight asymmetry of her molar chewing ridges was identified. The patient had weakness during mastication. Otology examination uncovered neuro-sensory hearing loss grade 1 which did not explain the sudden left-sided ear congestion and the inability to hear soft sounds (like a whisper). The patients tests also included magnet resonance imaging, intra-and extra-cranial ultrasound and cranial computed tomography. The diagnosis of left-lateral trigeminal neuropathy was confirmed and in the absence of generalized symptoms oral administration of trental 100 mg 1x day / oral, for 1 month, was prescribed. After one month without improvement the medication was changed to thioctacid hr 600 mg 1x day / oral, for 1 month. Eight months after the initial injection the neurologic examination was repeated and the treatment was continued, with trental 100 mg 1x day / oral, for 1 month. The patient also had magnet resonance imaging, intra-and extra-cranial ultrasound and cranial computed tomography. Unilateral swelling of the face resolved. About 9 months after the injection, the patient took thioctic acid 600 mg 1x day / oral, for 1 month. One year post injection the sensation of the nasal and oral mucosa returned, as did the strength of the masseter muscle resulting in improved swallowing and food-bolus perception. However, the sensation of the lateral aspect of her tongue and the hypoesthesia and hypoalgesia of her scalp and left-sided facial skin remained diminished. The congestion of her ear slightly improved, but was still perceived as uncomfortable by the patient. The outcome of the events general weakness/ malaise, dizziness, tinnitus, nausea, lost consciousness, difficulties in swallowing, moderate masseteric atrophy and unilateral swelling of the face was reported as resolved. The outcome of the events acute isolated trigeminal neuropathy and left ear congestion was reported as resolving. In the opinion of the authors, it seemed most likely that the injected product gained access to the arterial vascular system via the trans-zygomatic branches and was transported to the maxillary artery. From there, the product most likely migrated into the middle meningeal artery which transitioned from extra-cranial to intra-cranial via the foramen spinosum and provides arterial blood supply to the trigeminal ganglion. The product seemed to have resulted in an obstruction of the arterial vascular supply of the left-sided trigeminal ganglion. The absence of arterial vascular supply most likely resulted in the loss of function of the sensory-afferent cells located in the ganglion. Additionally, it seemed most likely that in the initial phase after the vascular obstruction the transitioning efferent motor fibers were likewise affected. Most probably the accompanying edema and swelling of the neural tissue within the ganglion compressed the motor fibers (this was resolved at the one year neurologic examination). The presented sensory impairment was most probably related to the loss of function of neural cells within the trigeminal ganglion. The loss of sensation from the nasal and oral mucosa was most probably related to the inability of information transmission obtained from the nasopalatine, greater and lesser palatine, and lingual nerves. The absence of the corneal reflex was most probably related to the impaired transmission within the trigeminal ganglion of information perceived from the nasociliary nerve. Weakness during mastication, atrophy of the left-sided masseter muscle and asymmetric chewing was possibly related to the transient reduced function of the motor component of the left-sided mandibular nerve to the masseter muscle and the other three muscles of mastication. The sensation of ear congestion was most probably related to the inability to tense the eardrum by the tensor tympani muscle which receives motor supply by the tensor tympani nerve, a branch of the mandibular nerve.